Event description:
It was reported that during testing conducted at the manufacturer facility the micro reciprocating saw was running without user activation while it was in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, internal corrosion and worn components were discovered throughout the device, which is the probable cause of the reported event. The device was repaired and returned to the user facility.